Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that whilst using a va lcp tibial proximal plate (size/codes and lots unknown) one of the screws did not engage with the plate and went straight through into the bone. All other screws were fine and same drill bit used. There was no delay. No patient harm. The exact screw is unknown but it is one of the below. No further information. This report is for one (1) 3.5 va lck scrw/slf-tp/strd/54. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted on all potential lot numbers : sterile part: : 02.127.154s sterile lot no : 6l96397 release to warehouse date: 22 may 2020 expiry date: 01 may 2030 manufacturing site: werk selzach supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Sterile part: : 02.127.154s sterile lot no :7l99177 release to warehouse date: 18 mar 2021 expiry date: 01 mar 2031 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part #: 02.127.154s lot #: 432p613 manufacturing site: jabil grenchen release to warehouse date: 10, january 2022 expiry date: 01, november 2031. A manufacturing record evaluation was performed for the finished device lot and non-conformance jbl-nr-0010169 was identified. This is an unconfirmed nc, and was initially opened to track process sheet tolerance and cr/cn updates from jabil monument but was approved to be closed by quality and engineering management. Part #: 02.127.154 lot #: 50p4995 manufacturing site: jabil grenchen release to warehouse date: 27, april 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 02.127.154 lot #: 93p7110 manufacturing site: jabil grenchen release to warehouse date: 09, march 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/54mm.